Event description:
It was reported that the patient presented in ER after hearing the device emit an audible pop and feeling heat in pocket. A patient notifier for capacitor charge time limit reached was received. A manual capacitor maintenance resulted in multiple charge timeouts. Device was explanted and replaced. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported extended charge time anomaly was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for further analysis and an internal capacitor anomaly was found to be the cause of the extended charge time.